Event description:
It was reported one day after ablation procedure, a routine echocardiogram showed the pt had a pericardial effusion. The pt was not symptomatic and no medical intervention was needed.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a follow up report will be submitted. Date report submitted to FDA by manufacturer: 08/31/2010. Date the initial reporter provided the info to the manufacturer: (B)(4) 2010.